Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was the indication for surgery? Dysplasia on biopsy , waiting for pathology to determine if cancer. What type of purse string technique was used? Reusable purse string device. Where in the green range was the indicator located prior to firing? The indicator was on the second line from the bottom(1.5mm mark). Were the donuts inspected? If so, please describe. Yes they were and they were intact. Was the washer inspected? If so, please describe he did not inspect the washer. Who fired the device and what is his/her experience the surgeon fired the stapler. Does ¿manually cut the device ¿ mean the surgeon cut circumferentially and intraluminal or did the surgeon need to cut out the staple line through the laparotomy to redo the anastomosis? How was the surgical procedure completed after the surgeon ¿manually cut the device¿? What is the current patient status? There was a 1-2 inch piece of tissue that was extruding from the stapler. The surgeon cut the tissue away from the stapler(cut tight to the stapler) transanally and removed the stapler normally with complete donuts and no leak. Patient went home in 6 days which is shorter time than normally for an open low anterior resection. When he fired the stapler he felt like the knife was dull. Please describe the method the surgeon used to remove the devices once they were fired. Did the surgeon rotate the device one-half to three-fourths revolutions? Yes.

Event description:
It was reported that during a low anterior resection procedure, the device was used and no crunch was heard. The surgeon had trouble removing the device. The donuts were checked and appeared good, however, when the leak test was performed the anastomosis failed. The case was converted to an open procedure. The surgeon used another like device and did not hear the crunch, however, felt it. The device completed the anastomosis but the surgeon had to ¿manually cut the device¿ in order to remove from patient.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived with no apparent damage with four staples in the pockets partially formed. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition, the staple retainer was received. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.